Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for management of possible driveline exit site infection. Patient was started on daptomycin and zosyn. On (B)(6) 2017, it was reported that there was no evidence of a driveline or pump pocket infection. Abdominal CT was negative for abscess or collection. On (B)(6) 2017, it was reported that the culture from the driveline exit site was (B)(6) for (B)(6). The patient was discharged on oral bactrim through (B)(6) 2017, total of 14 days. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined. The provided information indicated that the patient was admitted to the hospital due to a driveline exit site infection. There was no evidence of a pump pocket infection; abdominal CT scan was negative for abscess or collection. The patient was initially treated with daptomycin and zosyn, after the sensitivities were finalized the patient was discharged on bactrim through (B)(6) 2017. The patient remains ongoing on the lvas, and the product was not available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.